Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was in the 430's- "high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection, changing pump supplies, and staying hydrated. Customer reverted to an alternate form of insulin therapy.